Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. A batch record review indicates no discrepancies. Preventive maintenance (pm) logs have been checked and all pm's were completed with no discrepancies. Affected amount: 1pc. Aquacel ag drs 20x30cm was manufactured under system application product (sap) code (B)(4) and manufacturing lot number 7m01711. Lot # 7m01711 was sterilized under lot 1203112831 and released on review of results of sterilization. All the results were within specification and the products were released. The production process, in process testing and packaging of products were run in accordance with process instructions (pi) for machine doyen 3. A visual inspection performed in accordance with testing method (tm) was completed at the beginning of the order and every fifteen (15) minutes following until the order was completed. No nonconformity was registered during the manufacturing process of lot 7m01711. This is the only complaint for the affected lot registered within the complaint handling system. Two photographs have been received for the complaint issue and have been evaluated in accordance with work instructions (wi). The photographs confirm the batch number, product expected and complaint issue. A non-conformance event was opened for this issue on doyen 3 with investigation the root cause investigation. The investigation found that the issue happened due to the cross seal which does not initially engage during the startup process and is due to an automatic process homing of the cross seal. When the process was started up the startup discharge would allow two dressing to be accepted as "good" and this caused the defect dressing to be passed into the packaging area. The startup discharge has been updated to reject all dressings on start up so that potentially defected dressing cannot pass into the packing area. The investigation is closed, and no further action required. Operations have been informed of the complaint issue. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported one primary package is unsealed. The product was not used. Photographs depicting the reported complaint issue were provided by the complainant.